Manufacturer narrative:
Unopened complaint samples from lot 6467100 and lot 6461013 were returned for evaluation without specifying which lot was involved in the incident. Both lots were tested and all were found to met specifications. Add'l lot# 6461013.

Event description:
An eye care practitioner reported that a patient slept in contact lenses for the first time. Upon awakening, her eyes felt dry. Upon removal of the right lens, she felt pain & photophobia. She immediately sought care at emergency room. Impression: large epithelial defect, secondary to adhering to the contact lens (described as almost entire area of where contact lens had been placed). Administered toradol, propine eye drops and eye patched. Left eye fine. Referred for follow up to reporting ecp. Reporting eye care provider stated diagnosis as corneal abrasion, vigamox prescribed & event resolved without incident. Lens wear resumed. No further information has been provided.